Event description:
Patient reports that while driving her pump began reading "not disposable pump clamp" error message. Patient attempted to use other pump but had same message. Patient changed cassettes and had no further issues. Patient was unable to provide lot number on cassette. No further information provided. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Cassette is not available for return. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes;p did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.